Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) charged their battery last night and when they woke up today they found that half of it was charged or something was going on. Patient has a tremor in their left arm and hand. Their speech is slurred and their thinking is a little erratic. Patient services (ps) walked caller through checking his settings and the therapy was off. Patient turned the therapy back on. The troubleshooting steps that were taken on the call resolved the issue of the tremors. Patient will maintain stimulation level and will continue to track symptoms.